Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one week post implant of an implantable pulse generator (ipg) system the ipg exhibited an issue with the setscrew, it disengaged from the threads. The ipg was removed and replaced. It was further noted that the ipg exhibited an issue with the atrial port and the setscrew wouldn't tighten. It was further reported that one week post implant the right ventricular (rv) lead was repositioned to adjust the position of the rv lead. During the rv lead repositioning procedure, the right atrial (ra) lead dislodged. The ra lead was subsequently repositioned and after the repositioning was when the set screw would not engage in the atrial port. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.